Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec), and the system was tested and verified as ready for use. Isi has received the da vinci product involved with this complaint to perform failure analysis; however, the evaluation has not been completed. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed the following possible related system errors: node not present: dual camera interface board in ec a node configured to be present has stopped responding. (The node was present at startup).

Event description:
It was reported that during a da vinci-assisted coronary artery bypass graft procedure, the system experienced a non-recoverable error, and the system was swapped with another da vinci system. The patient had not been initiated on cardiopulmonary bypass, when the procedure's visual feeds were abruptly disrupted, causing all monitors to display a blue screen while the universal surgical manipulators (usms) showed a red indicator. A technical support engineer (tse) was called for assistance but was unable to access the error logs due to the system's lack of internet connectivity. The tse recommended that the instruments remain installed, unless they could be safely removed, and advised performing a complete system hard power cycle. However, the surgeon expressed concern about removing the maryland bipolar forceps (mbf) instrument without visual guidance, as it was still gripping the left internal mammary artery. The tse then suggested utilizing a third-party laparoscopic endoscope to restore visibility and to use the instrument release kit to manually release the grip of the mbf instrument. The instruments were successfully removed without causing injury to the patient. A full system hard power cycle was executed, and the blue system cables were disconnected and reconnected. The system powered up normally, allowing the surgeon to continue with the procedure. Approximately four minutes later, the tse was contacted again and informed that the non-recoverable error had recurred. Given the availability of a second system, the surgeon chose to switch to the alternative system to continue the procedure. The tse guided the staff through the steps to recover the system error, to enable the system to be safely removed. The procedure was converted to another da vinci patient side cart, vision side cart, and a surgeon side console, resulting in a 90-minute delay with the patient under anesthesia. The procedure was completed robotically and there was no injury to the patient nor is there any concern about this event causing any long-term complications with the patient. The surgeon believes the cause of the event, was a connector problem on the back of the vision cart. The tse contacted the clinical sales representative (csr) and provided instructions to connect the faulty system to the internet, so the logs could be uploaded and reviewed. The tse confirmed the repeated error, which indicated an issue with the endoscope controller, and a field service engineer was contacted to further investigate.

Manufacturer narrative:
Updated sections: h2, annex codes g, c, d. Device evaluation: an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) to resolve the reported complaint. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was returned for failure analysis, and the reported failure was confirmed but not replicated. Upon visual inspection, no issues were found that would be related to the reported failure. The error logs showed the error confirming the fault occurred in the field. The unit was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. This unit was installed into the test system and video test was performed along with 10 power cycles & sitting idle for 1 hour. System came up with no errors and good video on both eyes with no issue. The ec worked as expected. The event was confirmed based on error log review, but the issue was not able to be confirmed nor replicated based on the failure analysis.